Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to after four attempts to position the lead, a small piece of the helix broke off. This lead was partially explanted, and the small piece of the helix remains in the patient. Another rv lead was then used to implant and after three attempts, the helix would not retract. The physician removed the lead and decided to use a non-boston scientific lead that was implanted without any complications. Both attempted leads will return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
The "cause related to device design" conclusion code was selected based on the filed report of a fractured helix. Such fractures confirmed on returned leads are generally considered related to design. Helix fractures of leads implanted in csp locations are being investigated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to after four attempts to position the lead, a small piece of the helix broke off. This lead was partially explanted, and the small piece of the helix remains in the patient. Another rv lead was then used to implant and after three attempts, the helix would not retract. The physician removed the lead and decided to use a non-boston scientific lead that was implanted without any complications. Both attempted leads will return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
The "cause related to device design" conclusion code was selected based on the filed report of a fractured helix. Such fractures confirmed on returned leads are generally considered related to design. Helix fractures of leads implanted in csp locations are being investigated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to after four attempts to position the lead, a small piece of the helix broke off. This lead was partially explanted, and the small piece of the helix remains in the patient. Another rv lead was then used to implant and after three attempts, the helix would not retract. The physician removed the lead and decided to use a non-boston scientific lead that was implanted without any complications. Both attempted leads will return for analysis. Outside of the revision, no adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.